Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted. (B)(4).

Event description:
It was reported that the patient will be walking along and all of a sudden their pulse drops and the need to sit down or they fall. The device has been checked many times and adjustments had been done to "fix the problem". The device remains in use. The patient also states that they believe it is a lead wire issue and that the lead needs to be replaced. The patient states that they were told that "another part is going sooner than expected". Both leads remain in use. No further patient complications have been reported as a result of this event.